Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the device was too deep and the implantable neurostimulator (ins) was replaced. The patient was receiving effective therapy at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was functionally okay. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 82. The last recorded recharge session done while the device was implanted has the default date of (B)(6) 2000. The device was recharged for 44 minutes; the battery charged from 1.990v to 3.460v. The battery discharged to the lock mode on (B)(6) 2014. The highest battery level attained in the last five patient recharge sessions is 3.460v. The recharger coupling records have one at 25% and four with zero coupling. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after a pmr. The recharger had full coupling and the ins recharged for 8 hours and 1 minute from 3.175v to 4.040v.

Event description:
It was reported that the issue began on the day of the report. An implantable neurostimulator (ins) overdischarge was suspected. It was noted that the last time the patient felt stimulation was the day prior to the report. It was noted that the patient turned the stimulation off successfully on the morning of the report. Since then, the patient had been seeing the poor communication screen on her programmer. The last successful recharging session was 1 to 2 months prior to the report. It was noted that the patient usually kept her stimulation turned down low and charged it once it hit the 25% mark. The patient attempted to sync with the programmer and to turn the stimulation off with the programmer and saw the poor communication screen. Additional information received reported that the ac adaptor connector was loose. Anomaly appears to have occurred through product use. No patient harm was reported. Additional information received reported that a coupling issue was reported. It was noted that a max of 2 bars was seen after implant. It was noted that the implantable neurostimulator (ins) was placed deep. It was noted that it was unknown if anyone checked for a flipped battery. It was noted that a 60 minute countdown in the office was performed by the manufacturing representative and the patient was sent home for an addition. It was noted that no communication was ever seen with the ins and nothing further was done. It was noted that the patient wanted a primary cell battery as a replacement. It was noted that the patient had low settings. Additional information received reported that the overdischarge was confirmed. It was unknown how long the battery was dead. The patient was implanted on (B)(6) 2013. It was noted that the patient was scheduled for a replacement on (B)(6) 2014 to get a non-rechargeable device. Additional information received reported that the device had not been replaced as of (B)(6) 2014. It was noted that they were still working on getting it replaced, but was unable to due to insurance issues. The manufacturing representative had spent 9 hours over the last couple of weeks trying to bring the battery back to life. It was noted that the battery was too deep or it had flipped. Additional information received reported that the replacement would take place on (B)(6) 2014.

Event description:
The patient¿s device as returned to the manufacturer. The patient was noted to have recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.